Event description:
The inventory manager for a user facility reported to fresenius that a dialyzer leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up from the user facility charge nurse. The charge nurse clarified that a true blood leak did not occur. There was no visual confirmation of a blood leak. There was also no defect or damage noted to the dialyzer. The fresenius 2008t machine repeatedly alarmed with a blood leak alarm. The charge nurse could not confirm how far long the patient¿s hemodialysis (hd) treatment ran before the reported issue occurred. The machine was reset each time the alarm was received but the issue reoccurred. Blood test strips were used and tested negative for the presence of blood. The charge nurse did not feel comfortable returning the patient¿s blood. The patient¿s estimated blood loss (ebl) is approximately 250 ml. No serious injury or required medical intervention resulted from the reported issue. The patient was restarted on a new machine and treatment completed successfully with new supplies. The machine was pulled following the reported event. Upon follow-up with the biomed it was stated that the blood leak detector was calibrated and the machine was returned to service. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
The inventory manager for a user facility reported to fresenius that a dialyzer leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up from the user facility charge nurse. The charge nurse clarified that a true blood leak did not occur. There was no visual confirmation of a blood leak. There was also no defect or damage noted to the dialyzer. The fresenius 2008t machine repeatedly alarmed with a blood leak alarm. The charge nurse could not confirm how far long the patient¿s hemodialysis (hd) treatment ran before the reported issue occurred. The machine was reset each time the alarm was received but the issue reoccurred. Blood test strips were used and tested negative for the presence of blood. The charge nurse did not feel comfortable returning the patient¿s blood. The patient¿s estimated blood loss (ebl) is approximately 250 ml. No serious injury or required medical intervention resulted from the reported issue. The patient was restarted on a new machine and treatment completed successfully with new supplies. The machine was pulled following the reported event. Upon follow-up with the biomed it was stated that the blood leak detector was calibrated and the machine was returned to service. No parts were returned to the manufacturer for physical evaluation.